Manufacturer narrative:
Additional information was received. (B)(4). Endocarditis is an infection of a native or prosthetic valve, is treated with antibiotics, and may require valve replacement if antibiotic therapy is not effective. Causes of prosthetic valve endocarditis are well documented in the literature and are typically classified as early (<60 days) or late (>60 days). Late prosthetic valve endocarditis is usually caused by an infection which occurs elsewhere in the body, and then seeds the valve. The most frequent causes are dental procedures, urological infections, invasive interventions, and indwelling catheters. Edwards lifesciences produces and provides sterile tissue bioprostheses to its customers by following carefully designed robust sterilization processes. These manufacturing processes have been validated and demonstrated to consistently provide a significant safety factor from which microorganisms could not survive. Microbiology and process monitoring is routinely reviewed within quality systems to maintain sterility control. Validated testing has demonstrated that microorganisms could not survive edwards¿ multi-stage processing with enhanced sterilant or heated glutaraldehyde terminal sterilant solution. These multiple, redundant manufacturing controls ensure the sterility of edwards¿ valves as provided to customers. Therefore the probability of endocarditis related to edwards¿ bioprostheses is remote. In this case, with the limited information provided the source of the infection is unknown however it is unlikely that the infection originated during the initial valve implant procedure. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.

Event description:
Additional information received indicates that eighteen months after the implant of a 23 mm sapien 3 valve, a valve-in-valve procedure was performed due to tricuspid regurgitation. The perceived root cause of the regurgitation is believed to be late endocarditis which damaged the valve from a secondary source unrelated to the initial implant. This is the 7th valve this patient has had in their tricuspid. The patient is now stable and home.

Manufacturer narrative:
Investigation of this event is ongoing.

Event description:
As reported by the clinical specialist, a valve in valve procedure was performed for an unknown reason, placing a 23mm sapien 3 valve inside a previously placed sapien 3 valve in the tricuspid position. It is unclear when the first sapien 3 was placed and why the valve in valve was performed. This is the 7th valve this patient has had in their tricuspid. The patient is now stable and home. Additional information has been requested.